Event description:
On (B)(6) 2009, the patient reported that for the past several weeks she has noticed that the motor on her insulin infusion device sounds "louder, like it is working harder". She stated she only notices the noise when she tries to bolus insulin. She changed her device battery 2 weeks ago. She stated her device has been dropped and has not been exposed to insulin ingress. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.